Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician was treating a lesion located in a subclavian axillary vein with a 14x20/9fr wallstent. Vascular access was brachial. The stent delivery system (sds) was advanced to the lesion and deployed without difficulties. After deployment, the distal end of the stent appeared as though the weave was loosened, the wires weren't as "tight" as they should be. The lesion was located at a branch, where on the other side of the branch was a previously deployed stent. The physician did post-dilate the stent to assure the stent was fully deployed and well apposed. The procedure was completed with this device successfully. There were no reported pt complications. The pt status is listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).